Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a 2.5x23 non-bsc stent was implanted, the physician attempted to perform a kissing balloon technique (kbt) using the stent delivery system (sds) balloon and a 2.00mm x 15mm emerge¿ balloon catheter which encountered insertion resistance. The sds balloon was unable to cross the implanted stent and it was replaced with a 2.5x15 non-bsc balloon catheter to perform kbt. However, the 2.00mm x 15mm emerge¿ balloon ruptured during first inflation and was unable to dilate. The device was completely removed and replaced with another 2.00mm x 15mm emerge¿ balloon catheter. Kbt was performed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded and there was blood in the hub of the device. The balloon, markerbands and tip of the device were microscopically and tactile inspected. Inspection revealed numerous kinks in hypotube of the device. Functional testing was performed by connecting an inflation device filled with water to the hub. Water was found to be streaming from a pinhole in the balloon material, located at the proximal edge of the distal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a 2.5x23 non-bsc stent was implanted, the physician attempted to perform a kissing balloon technique (kbt) using the stent delivery system (sds) balloon and a 2.00mm x 15mm emerge¿ balloon catheter which encountered insertion resistance. The sds balloon was unable to cross the implanted stent and it was replaced with a 2.5x15 non-bsc balloon catheter to perform kbt. However, the 2.00mm x 15mm emerge¿ balloon ruptured during first inflation and was unable to dilate. The device was completely removed and replaced with another 2.00mm x 15mm emerge¿ balloon catheter. Kbt was performed and the procedure was completed. No patient complications were reported.